Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit short circuited when battery was changed by hospital a mistake was made when wiring and was connected backwards. It appears that the circuit on the battery side of the power unit was burnt out.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer(fse) was not dispatched to evaluate and repair the device as the customer stated, "the staff replaced the battery and it broke. They say they won't repair it because it's a cs300". If any additional information is received regarding evaluation and repair of the device, a supplemental report will be submitted.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.